Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The balloon returned partially inflated with residue present inside the balloon. Kinks were evident to the distal shaft and support wire. The proximal balloon bond was necked. It was not possible to perform inflation/deflation testing due to the deformation on the returned device. The guidewire lumen could not be verified with a 0.015" mandrel due to deformation on the distal shaft. Correction: device code c63228. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis : the image shows the back of the device shelf carton. Lot # 219980440 and device information on the shelf carton matches details in the complaint file. No damage noted to the shelf carton. No device can be seen in the image provided. If information is provided in the future, a supplemental report will be issued.

Event description:
A euphora rx ptca balloon catheter was used during a procedure to treat a non complex lesion in the left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep/purging was performed on the device prior to use with no issues noted. The lesion was pre-dilated. It was reported that inflation difficulties were encountered during balloon inflation. It was stated that the device was being used to pre-dilate the lesion. The device did not pass through a previously deployed stent. There was no resistance noted while advancing the device to the lesion. It is stated that there was partial inflation of the balloon. The device was not moved or repositioned while inflated. It was reported that it was determined there was inflation difficulties when going up to nominal pressure with the balloon not being able to reach its nominal pressure. When the balloon was attempted to be removed,there was difficulty in removing the balloon but eventually it was managed to be removed without the need for any additional devices. It was later reported that it was difficult to remove the balloon from the patient vasculature. The same inflation device was successfully used with other devices. A non-medtronic stent was used to complete the procedure. The patient is alive with no injury.